Event description:
It was reported that the device became separated. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified artery below the knee. A 6f guidezilla guide extension catheter was selected for use. During procedure, the device was advanced in the proximal part of the lesion and was removed after the balloon crossed. However, the monorail part of the device entered the non-bsc introducer sheath and became separated at the joint part. The device was retrieved up to the proximal part inside the sheath by inflating lightly the remaining balloon and pulling it forward together with the separated part. The procedure was completed with a different device. No patient complications were reported. It was further reported that collar part was detached.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla ii guide extension catheter. The hypotube and collar were microscopically and visually inspected. Visual inspection revealed that the distal shaft was separated at the collar and the collar was damaged. There was a kink to the hypotube 6cm from the handle. Microscopic inspection revealed damage to the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the device became separated. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified artery below the knee. A 6f guidezilla guide extension catheter was selected for use. During procedure, the device was advanced in the proximal part of the lesion and was removed after the balloon crossed. However, the monorail part of the device entered the non-bsc introducer sheath and became separated at the joint part. The device was retrieved up to the proximal part inside the sheath by inflating lightly the remaining balloon and pulling it forward together with the separated part. The procedure was completed with a different device. No patient complications were reported.